Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a pfa and rf procedure, a cardiac perforation occurred which required surgery. At the end of the procedure, a routine echocardiogram revealed a pericardial effusion. The patient remained stable. A pericardiocentesis was performed followed by surgery to repair the perforation. The cause of the perforation is unknown. There were no performance issues with any abbott device.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.